Event description:
It was reported that during a patient discharge check-up, the ventricle was pacing on the atrial lead. The atrial lead exhibited a capture anomaly and had dislodged. The pocket was reopened, and the lead was successfully repositioned.